Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 02/06/2017. ((B)(4)) pfs and medical records received. After review of the medical records for MDR reportability, noted elevated metal ion labs: cobalt, serum 46.0 ng/ml and chromium, serum 18.4 ng/ml. Asr sleeve and stem added to complaint. Noted patient has an l2-s1 fusion using titanium instrumentation with cobalt-chrome rods. No right hip revision operative note available for review.

Event description:
Patient was revised to address hip pain and osteolysis.